Event description:
It was reported a pacel catheter was being used. During insertion, it was very difficult to insert and suddenly slipped into the right atrium. Furthermore, the material was described as very stiff, rigid, and difficult to handle. Subsequently, the patient was found to have a pericardial effusion, which was attributed to this incident. The patient was in stable condition after pericardiocentesis was performed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.